Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to moisture damage keypad trace. Unable to confirm the number was ramping on its own. The device was unable to prime during the prime test as a result of a protruded/loose drive support disk. No motor error alarm noted. The motor passed the motor test. The unit had scratched lcd window, cracked display window corners, and broken belt clip slot.

Event description:
The customer reported that the buttons were sticky and the insulin pump alarmed motor errors. The blood glucose was 181mg/dl. The caller stated that the numbers are ramping on their own. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.